Manufacturer narrative:
Nxstage requested return of the disposable cartridge, however, it was learned through follow up that the cartridge had been discarded. The actual cause of the remaining blood in the cartridge after completion of rinseback cannot be determined. The user's guide states to repeat rinseback if necessary until all patient lines are clear. Nxstage will continue to monitor as part of the routine complaint process. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the completion of a routine hemodialysis treatment, blood was observed remaining in the filter and on the side of the blood tubing. The amount of blood remaining in the cartridge once rinseback was completed was estimated to be approximately 30cc by the reporter. No medical intervention was required.